Event description:
Device 3 of 3. Reference MDR report #s 1627487-2012-00106 and 1627487-2012-00107. The pt's (B)(6) scs system includes two percutaneous leads from the same lot and two lead extensions. It was reported the pt has been without stimulation for several weeks. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.